Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced recurring issues with air bubbles in the reservoir, which contributed to high blood glucose (bg) events. The event involved product(s) mmt-332a,78893-01,mmt-1884,mmt-242a. Troubleshooting was performed and the customer has type 1 diabetes and managed the high bg value is 190 mg/dl by changing the set and reservoir and delivering a bolus via the pump. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The high bg has persisted for more than four hours. The troubleshooting, also determined that the air bubbles were not soda pop/champagne size, and they were noticed during therapy in the reservoir. Despite efforts to tap the reservoir and use the plunger to remove air bubbles, the bubbles were not successfully removed. The customer declined further troubleshooting. No further patient complications were reported. Mmt-332a,78893-01,mmt-1884,mmt-242a were not expected to return.